Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: activated clotting time machine product ID: non-medtronic product type: sheath product ID: non-medtronic product type: transseptal needle medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a left atrial and right atrial ablation procedure, tissue was observed on the sphere 9 catheter upon removal. Abnormal temperature graph during some pulsed field applications. There were numerous pink tissue fragments adhered to the inner side of the electrodes. The catheter was replaced. The tissue sample was collected and sent for pathology analysis, which identified the material as fibrin and neutrophils. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0231538801 and data files were returned and analyzed. A video file and a word document were returned from the field. The word document contained attached images, which clearly show that the reported issue of material inside the tip was confirmed. There was foreign material or tissue visibly stuck inside the lattice. The log file retrieved from the field was reviewed using the affera log file analysis tool. During external visual inspection, the catheter lattice appeared to have tissue stuck on it. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency (rf) and pulse field (pf) ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported "tissue in tip" issue was observed during testing and through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.